Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose level (481 mg/dl). Prior to going to the ER, the customer delivered a correction bolus to attempt to treat the bg. The customer was treated with intravenous saline and insulin, as well as antibiotics while in the hospital. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support performed a system check and found the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.